Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced nausea and anxiety. The pump was not giving insulin to the patient, the cgm was reading 134 mg/dl, and the blood glucose reading was 248 mg/dl. The husband called 911 and the patient was taken to the hospital. At the hospital, the patient was treated with lantus long-acting insulin, medication for nausea and medication for anxiety. During the hospital visit the patient became aggressive and had to be sedated. At the time of the report the patient was fine. There was no documentation when the patient was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/05/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. It was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced nausea and anxiety. The pump was not giving insulin to the patient, the cgm was reading 134 mg/dl, and the blood glucose reading was 248 mg/dl. The husband called 911 and the patient was taken to the hospital. At the hospital, the patient was treated with lantus long-acting insulin, medication for nausea and medication for anxiety. During the hospital visit the patient became aggressive and had to be sedated. The patient was discharged the following day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.